Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated been having high blood glucose and low blood glucose and insulin pump was might be not working. Customer experienced that right vision was blurred. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose by going to the hospital. Customer reported they have contacted their hospital care practitioner regarding the high blood glucose. Customer stated drive support cap appeared normal. Customer stated performed displacement test and had no reservoir alert. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.